Event description:
It was reported that during implant of the right ventricular (rv) lead, the "helix would not extend easily" and high impedance was obtained. The lead was attempted but not used and an alternative lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst indicated that while tissue was visible in the helix, it was removed with alcohol and the helix extended and retracted easily. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.